Event description:
Same case as #6000093-2005-000118 and #6000093-2005-00131. Four days post a coronary drug eluting stenting treatment procedure a subacute thrombosis occurred and the pt died. In 2004 the pt was admitted as an outpatient for an elective procedure. The pt previously had a non-invasive nuclear stress test which indicated inferior lateral EKG changes. The date of the stress test is unk. Access was obtained through the right femoral artery. It was determined that stents would be placed in the first diagonal and the mid lad. The mid lad lesion was predilated with a 3.0x15mm maverick balloon inflated to 3 atm's for 3 seconds. The balloon was deflated due to watermelon seeding. The balloon was reinflated to 10 atm's for 15 seconds. The maverick balloon was then removed and the taxus express2 3.0x16mm drug eluting stent was inserted over the wire into the diagonal artery. The stent was deployed in the 1st diagonal @ 14 atm's for 28 seconds. The taxus express2 3.0x32mm drug eluting stent was then inserted and advanced across the lesion in the lad and deployed @ 14 atm's for 20 seconds. A 1.5x15mm maverick balloon was inserted over the wire to the 1st diagonal for post dilation. The balloon was inflated to unk atm's and ruptured. The gallon was removed. A 3.0x15mm quantum maverick balloon was advanced into taxus stent in the lad. Another 1.5x15mm maverick balloon was advanced to the 1st diagonal. This balloon was not able to be inflated and was removed and replaced with a 3.0x15mm quantum maverick. The two balloons were simultaneously inflated to 6 atm's for 20 seconds and again to 7 atm's for 21 seconds. Both balloons were removed from the lad and diagonal artery and the procedure was completed. Interventional outcome was successful and the stents looked good from an angiographic standpoint. No pt complications were reported and the pt was transferred to the telemetry unit. It was further reported that 4 days later the pt suffered a sub acute thrombosis and was found in the bathroom at their home where they expired. The physician was contacted and confirmed that there was no autopsy done. In relation to pt death he said "I surmise the pt had a heart attack." He could not say for sure if there was any relation to the product in terms of the death.